Event description:
It was reported that the transfer set became completely disconnected from the titanium adapter. The registered nurse (rn) stated that the transfer set had unscrewed and fallen off of the titanium adapter. The rn explained that the transfer set is typically tightened when it is changed out. The disconnection did not occur where the two components screwed together, but rather where the plastic tubing came apart at the end of the transfer set. The rn further explained that the home patient (hp) had used eucalyptus oil and they might have inadvertently gotten some of the oil on the transfer set near its connection to the adapter. The rn believed that both components were the issue of the disconnection. There was no patient injury or medical intervention indicated at the time of the report. Additional information was requested and is not available. Report 1 of 2 for this patient.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted. Same patient/event as (B)(4).